Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Reason for original complaint - litigation alleges that patient's hip implant has started to fail and patient has been required to undergo medical procedures to diagnose the failure. Additionally, it is alleged that the level of cobalt and chromium in patient's body has risen to a toxic level. Update 3/28/16 medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted that the hip had no metallosis, no significant fluid or pus, and was essentially a normal appearing hip. There were no lab results for allegation of elevated ions. Part/lot updated for cup and stem and taper sleeve added for elevated metal ions allegation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.